Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for more than 100 colony forming units (cfus) of bacillus sp. The device was retested on (B)(6) 2025, and it tested positive for 37 cfus of micrococcis spp. The device was tested again on (B)(6) 2025, and tested positive for 37 cfus of coagulase negative staphylococci. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: december 1, 2025 sampling from: distal end and elevator mechanism cfu: unknown amount bacterial identification: staphylococcus capitis the device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the forceps passage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.